Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not be detached from the catheter to deploy. The clip was directly pulled off along with the tissue. The clip then unknowingly falls inside the biopsy hole and was only discovered during disinfection. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not detach after deployment. Imdrf device code a150208 captures the reportable event of the clip falling inside the biopsy hole.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip did not detach after deployment. Imdrf device code (B)(4) captures the reportable event of the clip falling inside the biopsy hole. Investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of full deployment. Microscopic examination was performed, and it was found that the bushing had small hit marks. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip did not detach from catheter and clip falling inside the biopsy hole were not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip was properly deployed. The hit marks found on the bushing is not considered a device problem and is just a part of the device problem characterization. However, the device was returned without the clip assembly, and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components interaction were the root cause of the reported allegation. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not be detached from the catheter to deploy. The clip was directly pulled off along with the tissue. The clip then unknowingly falls inside the biopsy hole and was only discovered during disinfection. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.